Manufacturer narrative:
Due to character limit: e1 (event site name) - (B)(6) medical center. Customer reported that the alarm had gone off several times in a row and he was inquiring about what to do if it went off again. He did not utilize the help screen or the iab fill key. The esp personnel had him verify there was no blood in the helium tubing, all connections were secure and appropriate and that there were no visible kinks in the line. Steven then performed a fill which resolved the gas loss alarm and resumed therapy. The esp personnel explained the nature of the alarm and based on the information he gave me regarding the patient¿s hemodynamics and clinical picture, the alarm was likely caused by frequent movement and repositioning the esp personnel encouraged steven to call me should the alarm go off several times in an hour so that we could troubleshoot together. He was appreciative of the support.

Event description:
It was reported by the customer via the emergency support program line that the cardiosave intra aortic balloon pump (iabp) displayed a gas loss alarm during use. There were no patient harm or injury was reported.

Manufacturer narrative:
Updated data: b4, g3, g6, h1, h2, h11. Corrected data: h6 (component code).